Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. Diopter: -12.00. (B)(4). A lens work order search revealed there were no similar complaints found. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and low vault was noted the next day. The lens was exchanged for longer one and the problem was resolved. Patient's last ucva was 20/20.